Event description:
During the procedure, it was reported that the implant coil could not be detached. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).